Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the operator was experiencing stalling of the burr while trying to do rotablation. Then, it was noted that the rotawire became entrapped within the rotalink plus catheter. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was received within the rotablator device. The advancer, handshake connections, sheath, coil, burr, and annulus were visually examined. Inspection of the device found that the handshake connection was bent. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted beyond the bend in the handshake connection. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was not able to be reinserted beyond the bend in the handshake connection. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run due to the bent handshake connection. Product analysis confirmed the reported event. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the operator was experiencing stalling of the burr while trying to do rotablation. Then, it was noted that the rotawire became entrapped within the rotalink plus catheter. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Corrected information based on additional information received. Corrected b3 date of event from 11/12/2022 to 11/17/2022.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, the operator was experiencing stalling of the burr while trying to do rotablation. Then, it was noted that the rotawire became entrapped within the rotalink plus catheter. The procedure was completed using an alternate method. No patient complications were reported.